Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe sftygld 1ml w/ndl 26x3/8 ib leaked during injection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned 1ml, 10mm, 26g bd safetyglide tb syringes (cat # 305946, lot # 3354070) in sealed blister packs. Customer states that the liquid sprays everywhere and there is thus a leakage when injecting. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 3354070. All inspections and challenges were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd¿ syringe sftygld 1ml w/ndl 26x3/8 ib leaked during injection. No serious injury or medical intervention was reported.